Event description:
It was reported that during a da vinci surgical procedure, the endowrist one vessel sealer instrument was not cauterizing well. Had to activate multiple times. The instrument was removed and a new one was used. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Intuitive surgical inc. (Isi) contacted the initial reporter and obtained clarification regarding the reported event. She stated multiple activations were required to cauterize. No warning messages were generated from the system indicating the instrument was not working.

Manufacturer narrative:
Isi has received the device involved with the complaint and completed device evaluation. Investigation revealed no blade exposed or damage to the grip assembly. Electrical continuity testing was performed and passed. Light bio debris resided within the garage track. The instrument was placed on a system and passed a cautery test. No error messages appeared. The connection between system and instrument control box (icb) had no issues. Wet paper towel was held between grips and began to smoke when seal pedal was pressed. Steam generation from the towel indicated active power and a complete circuit. No loss of power and no intermittent energy were observed. Additional testing values were within normal range. Log file data did not confirm cautery/sealing problem. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a MDR reportable event; however; insufficient sealing could likely cause or contribute to an adverse event if the failure mode were to recur.